Event description:
The customer returned the device for alarming, during evaluation, it was found that the device exhibited error code 41786. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service in the past 12 months. The event history log (ehl) review identified error code 41786. The root cause of the issue was a faulty mainboard. The main board was replaced to fix the issue. The device then passed all functional and accuracy tests.